Event description:
This 47 year old patient had breast implants placed in 1991. In late january, 1992 she developed flu-like symptoms. She had lymphadenopathy in the axilla and groin. She would get sweaty, cold and clammy on the left chest and arm. She now experience uticara after showering. She has short-term memory loss and fatigue. The patient hand a bilateral peritprosthetic capsulectomy with removal of the implants. Both implants were rupture.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.